Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator reporting the touchscreen was not working. The device was not in clinical use; there was no reported harm. The investigation is ongoing.

Manufacturer narrative:
A philips authorized service provider (asp) evaluated the unit and determined that touchscreen replacement was advised. The customer was provided a price quote for correction, and to date, has not approved the expense. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.